Event description:
The customer reported paddles not being recognized and was getting a "connect pads" message. There was no pt involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.